Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned in three pieces for analysis. Visual inspection of the lead did not find any anomalies except for procedural damages. X-ray examination found the inner coil to be kinked/stretched and flared at the distal region of the lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found internal shorting between conductor paths at the distal region consistent with procedural damage.

Manufacturer narrative:
Correction: h6 investigation conclusions code should be "61 - unintended use error caused or contributed to event" rather than "19- cause traced to user".